Event description:
Boston scientific received information that the non-boston scientific right ventricular (rv) lead exhibited out of range low shocking impedance measurements. Technical services recommended synchronized maximum energy shock to evaluate the lead. The boston scientific sales representative stated the patient will be seen in the clinic for follow-up at an unknown date. No further information is available. No adverse patient effects were reported.

Event description:
Additional information was received that the remote monitoring system issued an alert for low out of range shock impedance measurement on the competitive right ventricular (rv) lead approximately 22 months later. The patient was not brought into the office after this recent alert and the physician has opted to continue to monitor the patient. The field representative did received further additional information from the clinic that defibrillation threshold (dft) testing was performed in the past with good results. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--